Event description:
During an anterior/posterior lumbar fusion procedure, the surgeon implanted a synfix for the anterior portion. The surgeon placed the final screw and is unsure if the screw locked into the plate. Surgeon reported that the screw had a lot of tension and it seemed the screw kept advancing. The screw was left in place in the synfix spacer. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion can be drawn as no device was returned and no lot number was provided.